Event description:
The device was returned by the customer for the issue of the device being broken during a gynecological procedure. The broken part was recovered from the patient. The procedure was successfully completed with another device. There is no harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that the device probe was broken off at the proximal end site. This medwatch is being submitted for the reportable issue of the of the broken off probe observed during device evaluation.

Manufacturer narrative:
Customer reported this event to the national agency for the safety of medicines and health products (ansm). However, letter was received from ansm that this event will be treated within the framework of a statistical signal detection with no further action required by olympus. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. Upon evaluation of the returned device, it was observed that the device probe was broken off at the proximal end site. The coating of the probe was peeled off and the exposed probe surface was found to have scratch. The tissue pad in the grasping section was worn. The coating of the grasping section was partially peeled off. The exact cause of the event cannot be exclusively identified. However based on the device evaluation and the past investigation results, it is likely the broken of the probe occurred by the following mechanism: when output in seal and cut mode, the probe came in contact to metal or a surgical instrument. This caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. The probe received an output load in seal and cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke with some added load. The tissue pad was likely worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal and cut mode for/after a transection of tissue. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The instructions for use includes the following statements that warn against the issue: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. If the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 29-nov-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H6 was updated.